Event description:
It was reported by a patient that a previously implanted plate broke and required a revision. The patient sustained a fall and fractured her humerus in (B)(6) 2014. In (B)(6) 2014 the patient returned to her surgeon with complaints of pain. The plate was discovered to have been broken. A revision was performed in (B)(6) 2014. The patient has since been recovering. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history maintenance review was performed. The investigation of the complaint articles indicates that: a review of the device history record revealed no complaint related anomalies. The device history record shows lot 4742913 of 3.5mm lcp t-plate 3h head was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed the raw material lot 4691452 met all specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.